Manufacturer narrative:
Repair of the device is still ongoing. Further information about faulty parts, device's logs and parts being available for further investigation has been requested but not yet received.

Event description:
It was reported that ventilator generated technical error codes indicating turbine module communication error and power error. There was no patient harm. Manufacturer's ref#: (B)(4).